Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and not returned to the manufacturer for evaluation. Procedural notes were not provided; however, medical imaging was received. The alleged product issue could not be confirmed at this time. However, the investigation is ongoing. Upon completion, of the investigation, a supplemental report will be submitted.

Event description:
It was reported that the web device was used for treatment of a basilaris tip aneurysm with sizing width of 9.1mm, smallest height 8.2mm. The first web according to sizing table was a sl 11x6 and it was slightly long and prostrates in the vessel. However, due to the fact that the 9.1mm aneurysm is at the border between 10mm and 11mm of web, the physician chose a sl 10x6. There were no issues bringing the via up to the aneurysm. The web fit well and was detached. After that the contrast series showed complete occlusion of both posterior arteries. The web could be seen moving a little bit down after detachment, because the 1st detachment attempt was unsuccessful. Tirofiban bolus was given and stenting of the left posterior artery down to basilaris was performed. After that all vessels were open, and the patient was conscious directly after intervention. Additionally, the patient was not loaded with aspirine + clopidogrel/ticagrelor, however blood clotting was highly activated. The patient current condition and outcome was reported to be ok.

Manufacturer narrative:
Procedure/medical information review: imaging review: two radiographic images are supplied. They are not labeled as to time or date. Customer image_img_8914: right vertebral artery ap dsa, unsubtracted, with contrast. A web device is seen in the known basilar tip aneurysm; there is slight protrusion into the basilar tip. A stent has been positioned from the right proximal p2 to the junction of the upper and middle thirds of the basilar artery. All branches are open and there is no evidence of clot. Customer image_img_8917: right vertebral artery ap dsa, subtracted, with contrast. The ghost of the web is seen inside the basilar tip aneurysm. There is no filling of the right sca and pca due to web protrusion/clot at the base of the web at the basilar tip. There is filling of duplicated left scas and only very minimal filling of the proximal left p1 and proximal p2. These images do not explain why the web protruded into the basilar tip and caused the occlusion described above. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life-threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure detachment of the device. 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter. Investigation conclusion: two radiographic images were provided for review. The images show a web device with slight protrusion into the basilar tip, as described in the reported event; however, they do not explain why the protrusion occurred. Without the return and physical evaluation of the device, the investigation cannot determine if a condition existed that would have contributed to the reported event.